Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via daiichi. No patient or drug information was provided. On (B)(6) 2017, during a procedure, the catheter collet came off when gripped. Details of the actual product of complaint stated, "the collet of came off from the catheter connector". Comment/request from the customer stated, "nothing in particular because a connector in an accessory kit was unpacked and used". No further information was provided.

Manufacturer narrative:
Analysis of the catheter (lot#; n699882006) identified the collet was detached from the catheter to catheter connector. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-dec-06, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) and (B)(4). It reported the drug in the pump was baclofen (unknown dose and concentration). The initial reporter was an unknown physician of the hospital. It was confirmed the device issue caused no patient impact.